Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred (B)(6).

Event description:
The customer complained of questionable results for hdlc3 hdl-cholesterol plus 3rd generation, trigl triglycerides (trigl), and ureal urea/bun for one patient sample. Of the data provided only the data for trigl is a reportable malfunction. The initial trigl result was 1 mg/dl and was reported outside of the laboratory. The trigl testing was repeated on (B)(6) 2017 and a result of 201 mg/dl was obtained. The repeat result was deemed to be correct as a corrected report was issued. There was no allegation of an adverse event. The trigl reagent lot was 22259201 with an expiration date of 28-feb-2018. A specific root cause could not be identified. Further investigation showed that since the issue occurred only once and calibration and qc data appeared acceptable, a general reagent or hardware issue was excluded. The reaction kinetics show that an insufficient sample may have been pipetted which could have resulted in the low test result. Therefore the cause was assumed to be preanalytical.